Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported being hospitalized one year prior to the call due to a blood glucose level of 600 mg/dl. The customer reported that the high blood glucose level may have been due to a bent cannula. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was not replaced or returned for analysis.